Manufacturer narrative:
The insulin pump passed the unexpected restart error alarm and self-test. There was no external ram crc error alarm and unexpected restart alarm on the device. There was no damage found on the interface board. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. The insulin pump was received with cracked display window corner, cracked reservoir tube lip, scratches on the lcd window and there was no moisture damage found on the inside of the insulin pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose, unexpected restart alarm and moisture damage on the insulin pump. Customer's blood glucose level was down to 40 mg/dl. Customer treated their low blood glucose with food. Customer advised the reservoir was cracked, insulin leaked inside of it and they received an unexpected restart alarm which reset everything. Troubleshooting for moisture damage was performed. Customer advised the reservoir broke and spilled insulin onto the device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.